Manufacturer narrative:
Sensor performed visual inspection and found sensor needle separated from sensor base. Checked needle for hooks/burrs and dull needle tip defects and none were found. Needle passed per specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their sensor. The customer states the hub is stuck in serter. The customer's blood glucose level was 126mg/dl. The customer was advised the sensor would be replaced and returned for analysis.